Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. The cause of this was a defective d605 component on the ca board. The root cause of the defective component cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.